Manufacturer narrative:
The amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f loader without issue. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information received, the cause for the reported event could not be conclusively determined.

Event description:
An asd closure was attempted on a (B)(6) with a moderate sized asd with an unstretched diameter of 10mm which was balloon-sized to 14mm. A 15mm amplatzer septal occluder (aso) was successfully implanted and appeared stable. The patient was noted to have v-tach while still in the cath lab. It was noted that the aso had embolized to the left ventricle and subsequently migrated to the ascending aorta. The device was snared in the ascending aorta and successfully removed using a snare catheter.